Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was frequent blocking. It was later reported on (B)(6) 2018 from (B)(4), that the patient was catheterized due to having an enlarged prostate and the catheter was blocked, which required the catheter to be changed.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "this is a single use device. Do not re-sterilize any portion of this device. Periodic observation of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed."

Event description:
It was reported that there was frequent blocking. It was later reported on 2oct18 from the international business center representative, that the patient was catheterized due to having an enlarged prostate and the catheter was blocked, which required the catheter to be changed.